Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was implanted. Post-implant the patient was placed on aspirin 81mg and plavix 75mg. At the routine 45-day follow-up, transesophageal echocardiogram revealed a device related thrombus. The thrombus was a large, laminar, non-mobile thrombus across the superior surface of the watchman flx closure device. The patient's aspirin 81mg and plavix 75mg was discontinued and patient was started on eliquis 5mg twice daily.